Manufacturer narrative:
Log file analysis review date: (B)(6) 2016; log dates through (B)(6) 2016: power consumption above normal operating range. Additional notes: 21 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 6.0 w. A rise in power consumption was observed starting (B)(6) 2016 to current parameters outside normal operating range. After 1st round of tpa: log file analysis review date: (B)(6) 2016; log dates through (B)(6) 2016 to (B)(6) 2016: normal power consumption. Log file analysis review date: (B)(6) 2016; log dates through (B)(6) 2016 to (B)(6) 2016: power consumption above normal operating range. Additional notes: 57 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 5.0 w. A rise in power consumption was observed starting (B)(6) 2016 leading to parameters outside normal operating range. Parameters returned to normal operating range on (B)(6) 2016 immediately followed by a second increase in power consumption to current parameters outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. After 2nd round of tpa: log file analysis review date: (B)(6) 2016; log dates through (B)(6) 2016 to (B)(6) 2016: normal power consumption. Additional notes: current parameters have returned to power consumption within normal operation. Log file analysis review date: (B)(6) 2016; log dates through (B)(6) 2016 to (B)(6) 2016: normal power consumption. Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via review of the controller log files, which revealed a rise in power consumption and multiple high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site by the vad coordinator that the patient called in with reports of flows greater than 10lpm. The patient was advised to report to hospital emergency department (ed) for evaluation. During commute to ed, the patient experienced high watt alarms. Upon evaluation in the ed the patient had no clinical evidence of pump thrombosis, however, log files were suspicious for pump thrombosis. Patient was admitted to the cticu and tpa was administered, it was stated that the patient tolerated the thrombolytic therapy well. It was also stated that the vad parameters went back to baseline, patient remains in intensive care unit (ICU) for evaluation. On (B)(6) 2016 second dose of tps was administered, and parameters were trending down into the normal range. On (B)(6) 2016 it was stated that patient was transferred to the floor. It was reported that the patient was discharged home on (B)(6) 2016. No additional information available.